Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) could not be interrogated. This patient was at the hospital and the physician wanted the patient to be checked out. The field representative tried a consult, 2 different programmers, and applied a magnet. When the magnet was applied, no beeping was heard. The patient reportedly had not been checked for a long time and that the patient was only checked in the hospital, years ago. The field representative confirmed, with the programmer that the patient¿s heart rate was at 68 beats per minute and there was a sinus rhythm with a bundle branch block. The physician was notified that the device was not working and the patient was discharged. The patient was to follow-up a week later. No adverse patient effects were reported.